Manufacturer narrative:
Despite according to the hospital: there was no negative clinical effect to the patient, nor any issues with the patient reported. There was no direct or increased risk to harm a critical brain structure due to this issue. There was also no negative clinical effect due to the delay of surgery/anesthesia of ca. 3h to this patient. Desired biopsy samples (intended target) were retrieved at this same surgery. There are no further remedial actions necessary, done or planned for this patient. A risk to the patient's health could not be excluded for these specific circumstances, since biopsy samples were taken in a different location in the brain than intended, with the brainlab device involved. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the biopsies at locations different than planned with the navigation, is a combination of the following contributing factors: the pre-operative MRI scan was not performed according to the brainlab scan protocol, and contained motion artefacts. For the initial patient registration on the pre-op MRI to match the virtual display of the navigation to the current patient anatomy, the registration points acquired were not sufficiently distributed. The accuracy of the registration was not sufficiently verified, and not all applicable features of the navigation were used for verification. The biopsy needle was not ideally aligned to the planned trajectory during the biopsy, with the corresponding remaining distance from the planned target continuously displayed by the navigation. The registration of the patient on the intra-operative CT using the fiducials was less than ideal, most likely due to skin shift causing position change of the fiducials. The accuracy of this registration using the fiducials was also not sufficiently verified on actual anatomical landmarks as required, and not with all applicable and available features of the navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate to this customer: that the brainlab scan protocol (especially avoiding motion artefacts) must be followed for such scans to be used with brainlab navigation. The appropriate registration point distribution as required by the navigation. For registration using fiducials, to also appropriately address potential skin shift. To verify the accuracy of the registration adequately using anatomical landmarks, and if necessary, how to improve the accuracy result of the registration with the functions available in the navigation. To verify the accuracy of the navigation as required throughout the procedure. Accurate alignment of the instrument to planned trajectory and target, using the views and distance information provided by the navigation.

Event description:
A cranial surgery for a biopsy of a lesion located ca. 30mm deep in the brain with a size of ca 14mm, has been performed with the aid of the virtual display of the brainlab navigation. A pre-operative MRI was acquired the day before the surgery, to use with navigation. During the procedure the surgeon: positioned the patient in a lateral orientation. Performed the initial patient registration on the pre-op MRI to match the virtual display of the navigation to the current patient anatomy. Verified the accuracy of the registration on the patient's skin and considered the accuracy achieved as sufficient. Pre-planned the first trajectory in the navigation software, using the pre-op MRI. Draped the patient, created a burr hole and placed a navigated biopsy needle with the aid of brainlab navigation and the pre-planned trajectory. Took several biopsy samples and sent them to pathology. According to pathology, the samples were normal brain tissue. Decided to close the patient and performed an intra-operative CT scan, with CT fiducials added for registration with navigation. The intra-operative CT scan showed that the first biopsy was taken below the lesion (ca. 10 mm below the planned target point). Repositioned the patient on the or table and registered the patient on the intra-operative CT using the fiducials, to match the navigation display to the patient anatomy. Registration succeeded with medium precision only. Verified the accuracy on the fiducials (with the fiducials that were used for registration itself not providing any relevant accuracy information) and on the existing burr hole, displaying a deviation from the actual anatomy (ca. 6mm). The accuracy was considered as sufficient. Planned a 2nd trajectory on the intra-op CT, from the existing burr hole to target. Re-checked accuracy as above, with the same result as above. - removed sutures and placed a navigated biopsy needle, taking several biopsy samples. Took the samples to pathology - according to pathology some samples where pathological (as were intended to retrieve), still pathology desired more frozen samples. Planned a 3rd trajectory for an approach from a different direction, applied a new (2nd) burr hole, and took further samples with a navigated biopsy needle, continuing navigation with the same registration and image set as for the former (2nd) biopsy. Some of these new samples contained white matter. According to the hospital: there was no negative clinical effect to the patient. There was no direct or increased risk to harm a critical brain structure due to this issue. There was also no negative clinical effect due to the delay of surgery/anesthesia of ca. 3h to this patient. Desired biopsy samples (intended target) were retrieved at this same surgery. There are no further remedial actions necessary, done or planned for this patient.